Event description:
This event is reportable based on the product analysis. It was reported that during a percutaneous coronary intervention (pci) drug eluting stenting treatment procedure, the stent was unable to cross the lesion. The physician could not cross the severely calcified target lesion located in an unknown but severely tortuous vessel with a 2.5x20mm taxus liberte drug eluting stent. The procedure was successfully completed with another 2.5x20mm taxus liberte drug eluting stent. No pt complications occurred and the patient's condition was listed as "stable". However, the returned product confirmed that there was stent damage.

Manufacturer narrative:
Product analysis confirmed the difficulty stated in the complaint. Initial visual examination of the returned unit revealed distal stent damage. One of the stent struts was raised distally. The outer diameter (od) of the damage found on the stent was measured using a snap gauge at approx 1.38mm. This type of damage is consistent with the device encountering some form of restriction during the insertion of the device. Slight kinks were found on the hypotube. This type of damage is consistent with excessive force having been applied to the device. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complain incident. The balloon was tightly wrapped and was not subjected to any positive pressure. A 0.015 inch product mandrel was inserted through the lumen with no restrictions noted. A review of the manufacturing record for this particular batch shows that the device met its material, assembly and product specs. The most probable root cause of the reported difficulty is determined to be operational context due to the anatomical and/or procedural factors encountered during the procedure.